Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that multiple minimum fill notifications occurred after filling the cartridge with 250 units of insulin. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 238-353 mg/dl.